Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified wear abrasion, deformation, and crease fold. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp crease opening in the posterior side and non-penetrating nicks. Based on the device analysis the final assessment was a sharp crease opening in the posterior side assessed as fold flaw opening. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture, capsular contracture, baker grade iii, and discomfort. Device has been explanted.